Manufacturer narrative:
Approximate age of device -- 8 months, 13 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with signs and symptoms of cerebrovascular accident (cva). A head CT scan was obtained which confirmed a small subarachnoid hemorrhage (sah). The patient had an elevated international normalized ratio (inr) of 9.7 which likely contributed to the cva. Kcentra and vitamin k were given as reversal agents for the elevated inr. No surgical intervention was needed and the patient had no residual effects. No further information was provided.